Event description:
It was reported that the nurse in charge was assisting the doctor in treating a patient with aortic balloon counterpulsation. When connecting the ECG to the intra-aortic balloon pump (iabp), the nurse found that the cardiac conductance cable was damaged, and the cable surface fell off. The patient complained of a "stabbing pain". As a result, the nurse used the ECG cable of another iabp. The iabp operated normally, and the discomfort from the patient resided. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4). No iabp part or recorder strip has been returned to teleflex chelmsford for investigation. The reported complaint of iabp ECG connection problem is not able to be confirmed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the nurse in charge was assisting the doctor in treating a patient with aortic balloon counterpulsation. When connecting the ECG to the intra-aortic balloon pump (iabp), the nurse found that the cardiac conductance cable was damaged, and the cable surface fell off. The patient complained of a "stabbing pain". As a result, the nurse used the ECG cable of another iabp. The iabp operated normally, and the discomfort from the patient resided. There was no report of patient complications, serious injury or death.